Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 530 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery several times. The customer stated that when she pulled the infusion set out of her body the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.